Event description:
Caller alleges her walker was replaced on (B)(6) 2021 after the wheel came off. The new walker was used from that day and on (B)(6) 2021, the handlebar just broke off, this caused her to catch her balance against the window to prevent a fall that could have potentially been a serious injury. Caller reports she had a craniotomy in (B)(6) 2020 and a fall would have potentially caused head injury. Caller has reached out to manufacturer and they offered a replacement which she has currently refused as she is seeking legal counsel now. Caller wants the FDA to investigate the durability and quality of these walkers as they can cause serious injuries to end users.

Event description:
Additional information received from reporter on 5/11/2021 for report mw5100952. Reporter updated her address and email.